Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing some issues with the device. No further information provided. No adverse patient effects were reported.